Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed of backup operation on pacemaker. Programming changes were performed to resolve the issue. The patient condition was stable.